Event description:
The pateint's arm was bent on the catheter when the clinician attempted to flushed the catheter. The flush was unsuccessful, so the clinician attempted flush again, causing the catheter to break.